Manufacturer narrative:
Additional information: b5 and b6. B5: at the time of this report, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (500mg each bag, intraperitoneal, ongoing), amikacin injection (150mg each bag, intraperitoneal, ongoing) and fortum injection (500mg each bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.